Event description:
The device was returned to the biomedical engineering department with a broken case for an unspecified reason. No specific pt info, device programming, or event details were provided. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device delivered 3-4ml instead of the expected 10ml. No additional info was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for eval. If the device is received, a follow-up report will be submitted. The device was not returned to hospira for testing and investigation; therefore, attributing of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.